Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03113. It was reported that when the patient presented in clinic for a follow up, non-sustained right ventricular (rv) oversensing with pacing inhibition was observed due to noise oversensing on the rv lead. It was noted that the left ventricular (lv) lead also had higher capture threshold than the implant day value. The patient was asymptomatic. No therapy was delivered. Programming change was made, and the lv lead was being monitored. The rv lead was explanted and replaced three days later. The patient was stable and discharged home the same day.